Event description:
Staff heard a loud noise, the vent alarmed, followed by a strong odor, (electrical or melting plastic smell). The pt was hand ventilated while thevent was removed from room. Pt was placed on another vent.